Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced an infusion set tubing detachment event on (B)(6) 2025. The site of detachment was quick release/site connector .the insertion site was left abdomen. The infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009549, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009549 was manufactured according to the work instruction (wi) version 98 and packaging in the machine multivac 14 on 04-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4j05664 was manufactured according to the wi version 65 and manufactured in the machine sc06-sc05 on 04-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4k00820 was manufactured according to the wi version 65 and manufactured in the machine sc08 on 04-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4j05667 was manufactured according to the wi version 65 and manufactured in the machine sc08 on 02-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.